Event description:
The attending surgeon went in with the laparoscopic grasper through the trocar to move bowel and as she opened the grasper to take hold of the bowel, one half of the instrument's jaws fell off. The piece of the instrument that fell off was retrieved using another laparoscopic grasper. Grasper was opened and closed prior to being inserted into patient.